Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the pump delivering when he was below the target range. The customer stated the pump delivered 0.025 twice while he was below the target range, causing blood glucose to go even lower, to 85mg/dl. The customer reviewed the graph and showing at 10:21 blood glucose at 139, below the temp target and at 10:26 pump delivered 0.025units. At 10:31 blood glucose readings were 134 same time pump delivered 0.025units of insulin. The customer confirmed he was in auto mode by confirming the blue shield. To treat the low blood glucose, the customer ate peanut butter crackers and drank pepsi. The customer stated the sensor glucose reading was below the target range and the pump would still deliver insulin. The customer stated when in auto mode, the pump does not take into account the active insulin, and this occurs when he enters the carbs to bolus in auto mode. This has caused the customer to change the amount of carbs to be entered, tricking the system so the pump will not over deliver. Neither the insulin pump, nor the reservoir will be returned for analysis.